Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer called in through the rest assured line to inquire as she would like to know at what point do you separate the top layer from the bottom layer of the guard as she got done watching the video and did not notice if this was the case for the guard which she bought?